Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving unknown medication(s) at unknown dose/concentrations via an implantable pump for malignant pain and multiple myeloma. It was reported there was a delayed restart after a MRI. The event date was not able to be obtained. In terms of troubleshooting, telemetry logs were noted. In terms of interventions/actions taken to resolve the issue, interrogation was reported. The issue was considered resolved at the time of report. No patient symptoms were provided. No surgical intervention had occurred or been planned. The patient's status at the time of this report was listed as "alive - no injury". Further information including how long the pump was stalled for, when the stall recovery was recorded, when the MRI and stall had occurred, if there were any patient symptoms, what the cause of the delayed restarted was, or if there were any pump alarms heard related to the delayed restart was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.